Manufacturer narrative:
Device evaluated by MFR: a synergy us, mr, 2.25 x 16mm stent delivery system (sds) was returned. A visual examination found the stent moved proximally on the balloon past the proximal balloon cone. The stent was damaged its entire length. Crimp stent markings were evident on the exposed balloon body, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. During the manufacturing process, stent profile is confirmed on 100% of the synergy devices manufactured. The review of the associated batch records for this device showed the maximum crimped stent profile measured which is within specification. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the proximal extrusion section, a section of the distal extrusion could not be examined as the stent was covering it. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. Inspection and testing as well as process monitoring and control were conducted throughout the manufacturing process to establish product conformance to specified requirements. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was selected to treat the lesion. However, upon insertion of the device into the guide catheter, the stent came off. The procedure was completed with another 2.25 x 16 synergy ii drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was selected to treat the lesion. However, upon insertion of the device into the guide catheter, the stent came off. The procedure was completed with another 2.25 x 16 synergy ii drug-eluting stent. No patient complications were reported.